Event description:
It was reported that a multifire scorpion needle tip broke and remained unretrieved during a ''mini open'' rotator cuff repair. The needle tip broke at an unknown point during the case. The fragment went unnoticed until an x-ray was performed. The surgeon had reported that the needle would not retract after being fired. The surgeon had to pry open the jaws of the device. It is unknown if the tip had broken at this point. The surgeon made the patient aware of the retained fragment. The patient made the decision not to have a second procedure to remove the fragment at this time. Patient information was unknown.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.